Event description:
It was reported that the patient's lead was broken. The ipg and lead were both replaced. The patient outcome is unknown. Further info is being requested from the hcp.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that patient's previous implantable neurostimulator (ins) stopped working as well. The patient just began noticing that the implant wasn't working and when the ins was replaced, the lead was found to have been broken.